Event description:
The patient was implanted with a hernia mesh on (B)(6) 2004. The mesh has since been recalled. The patient presented with abdominal pain. The mesh had eroded an area of the abdomen and caused necrosis with infection. The patient is now in the ICU with necrosis and bowel perforation.